Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins wasn't holding a charge. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative met with the patient and reviewed their charging records. The patient was averaging 2 coupling bars which was likely why it seemed that the ins wasn't holding a charge. The issue was noted as being resolved. No further complications reported.